Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). One image was provided for review. Based on the image investigation the complaint could be confirmed. However, since no product was returned, no further evaluation could be performed. Therefore, there is no evidence of a product nonconformance. The unit worked as expected after adjusting the voltage range.

Event description:
As reported, during use with patient, there was a difference in map (mean arterial pressure) values between this hemosphere monitor (36 mmhg) and philips bed site monitor (72 mmhg). No error message was displayed. After replacing the hemosphere with another one the map correlated. The patient was not injured or treated incorrectly. As per suggested troubleshooting, the voltage range settings were different when compared with another monitor. Once voltage range settings were changed to the correct ones, the map values were the same on both monitors. The device was not available for evaluation, since the issue could be solved with troubleshooting. Patient demographics unable to be obtained.

Manufacturer narrative:
It was further informed that the device will not be returned for evaluation since the issue was resolved after troubleshooting. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review